Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the device was depleting normally. The increase in power resulted in a false positive trigger of the fc1003 algorithm. This is expected behavior and this fault may be disregarded. Additional information received indicated that the device will be beeping until fc is cleared by prm interrogation. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported. Information from the field confirmed the device was explanted after code 1003 was found to have been a false positive and the calling health care professional was informed of this fact.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the device was depleting normally. The increase in power resulted in a false positive trigger of the fc1003 algorithm. This is expected behavior and this fault may be disregarded. Additional information received indicated that the device will be beeping until fc is cleared by prm interrogation. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the device was depleting normally. The increase in power resulted in a false positive trigger of the fc1003 algorithm. This is expected behavior and this fault may be disregarded. Additional information received indicated that the device will be beeping until fc is cleared by prm interrogation. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported. Information from the field confirmed the device was explanted after code 1003 was found to have been a false positive and the calling health care professional was informed of this fact. The device has been returned and analyzed.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.